Manufacturer narrative:
(B)(4). Investigation: a review of the complaint history, instructions for use and quality control was conducted for the purpose of this investigation. No product was returned to assist in the investigation; the lot number was not provided. Prior functional testing of the complaint device with the isoprene valve design has confirmed leakage, especially after the provided dilator or similar device has been passed through the valve. There are controls in place to minimize valve leakage, such as: quality control requires 100% inspection, "confirm security of fittings. Disc must be clean and free of debris and correctly positioned in cap.¿ each valve assembly is also leak tested per, 'final inspection for leak testing of check-flo and captor valves, which states to "perform an air pressure test on 100% of each order received.¿ in addition, final inspection for flexor check-flo ii introducer, requires 100% inspection as follows: "if filled from sub-assembly, verify sub-assembly number on work order for marker band, leak test and flushing of the sheath. All other orders verify that work order is signed for leak test." Also, "confirm correct proximal check-flo valve assembly. Disc must be correctly positioned in check-flo cap; assembly must be clean and free of debris. If applicable, verify glue joints are secure with no sharp edges. Inspection method: visually examine. Manually attempt to pull fittings apart. Confirm check-flo fittings are fully snapped or glued and secure." No product was returned to assist in the investigation, therefore, a definitive root cause could not be determined. The appropriate personnel have been notified, and we will continue to monitor for similar complaints.

Event description:
During a pci via radial artery procedure, blood leaked through the hemostatic valve. The procedure was completed with no adverse effects to the patient. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.